Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on anterior assessed as a surgical impact opening, for the stress mark in the shell, striated opening on anterior and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on anterior assessed as a surgical impact opening. A striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.